Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer experienced blood glucose levels ranging from 200 mg/dl to 400 mg/dl at the time of incident and the current blood glucose level was 280 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin pump for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not alleging pump was under delivering. The device will not be returned for analysis.